Event description:
It was reported that during a lap choley procedure, when firing the third clip on the artery, the clip wold not release from the device. After five minutes maneuvering the device, it did release from the artery. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.